Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) was not able to be interrogated and possible premature battery depletion. The ICD was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported field event of no communication was confirmed and was due to a low battery voltage. Premature battery depletion was also confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.